Event description:
It was reported that: during an adult case, the anesthesia machine was unable to deliver inspiratory gases to the pt in either the manual or ventilator mode. The doctor believed that there was an obstruction. There was no pt injury, an abmu bag was used to ventilate the pt.